Manufacturer narrative:
It was reported that the tip of the delivery sheath was split upon attempting to be inserted into right femoral vein. The investigation at abbott found the returned delivery sheath had no anomalies were found. The tip of dilator was split. No other anomalies were observed. The noted damage is consistent with damage during use. However, the cause of the reported material split could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 12f amplatzer torqvue 45x45 delivery sheath was chosen for a procedure. During procedure, it was noted that the tip of the delivery sheath was split upon attempting to be inserted into right femoral vein. A new sheath was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.